Event description:
It was reported that the asymptomatic patient received inappropriate atp therapy due to post-sensed t-wave oversensing on the ventricular channel. Programming changes were made. There have been no further problems for the patient.

Manufacturer narrative:
.